Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What is meant by ¿fistula building¿? What were current symptoms following the index surgical procedure? Onset date? What medical or surgical intervention was performed? Results? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to the event? The patient demographic info: age, gender, weight, bmi at the time of index procedure. What is the patient¿s current status? Product was used in lesion of rotator cuff. No further information is available.

Event description:
It was reported that a patient underwent lesion of rotator cuff procedure on unknown date and suture was used. Post operatively, the patient experienced fistula. It was reported that the suture moved outwards with no inflammation. The patient current condition is reported as fine. Additional information has been requested.